Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery to try and alleviate symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, menorrhagia, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intra-abdominal haemorrhage ('severe abdominal bleeding'), seizure ('neuro conditions/probs seizures'), genital haemorrhage ('bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)') and cardiac disorder ('bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses\ menorrhagia (heavy menstrual bleeding)"), weight fluctuation ("weight fluctuations"), dyspareunia ("dyspareunia\ dyspareunia (painful sexual intercourse)"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea\dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), metrorrhagia ("bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)"), anaemia ("anemia"), blood disorder ("bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines headaches"), nausea ("nausea"), visual impairment ("vision problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (transient proceed and pelvic surgery to try and alleviate symptoms, hyst. (Full),salping (bilateral)). At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea and female sexual dysfunction had resolved and the intra-abdominal haemorrhage, seizure, genital haemorrhage, cardiac disorder, menorrhagia, weight fluctuation, metrorrhagia, blood disorder, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, nausea, neoplasm, visual impairment, weight increased, weight decreased and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, seizure, tooth disorder, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: pain (pelvic/abd., back, dyspareunia, dysmenorrhea apareunia, chronic, transient proceed., other) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: full occlusion of both tubes. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: pfs received: lawyers were added. New events-back pain, dysmenorrhea, apareunia, general abnormal bleeding, metrorrhagia, blood/heart disorder, anemia,fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines headaches nausea,seizures, tumors, vision problems, weight gain, weight loss, fatigue, gi conditions,headaches, nausea, were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("increase in menses"), weight fluctuation ("weight fluctuations") and dyspareunia ("dyspareunia"). The patient was treated with surgery (pelvic surgery to try and alleviate symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, menorrhagia, weight fluctuation and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), intra-abdominal haemorrhage ('severe abdominal bleeding'), seizure ('neuro conditions/probs seizures'), genital haemorrhage ('bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)') and cardiac disorder ('bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, coronary artery disease, diabetes, ovarian cyst, nabothian cyst, endometrial polyp and endometriosis. Concurrent conditions included hypertension. Concomitant products included acetylsalicylic acid (aspirin) from 2014 to 2019, alprazolam since 2010, atorvastatin since 2010, biotin since (B)(6) 2015, calcium; colecalciferol (calcium w/vitamin d3) since 2013, diclofenac since 2013, glucosamine since 2013, glyceryl trinitrate (nitroglycerin) since 2012, lansoprazole since (B)(6) 2013, losartan potassium (losartin) since 2010 and omeprazole since 2010. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain/abdominal pain"), dysmenorrhoea ("dysmenorrhea\dysmennorhea (cramping)/dysmenorrhea (cramping)/cramping"), fatigue ("fatigue/fatigue"), abdominal distension ("gi conditions/gastrointestinal or digestive system condition type: abdominal bloating"), migraine ("migraines headaches migraines / headaches") and nausea ("nausea/nausea"). In (B)(6) 2015, the patient experienced menorrhagia ("increase in menses\ menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia\ dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), cardiac disorder (seriousness criterion medically significant), weight fluctuation ("weight fluctuations"), back pain ("back pain"), female sexual dysfunction ("apareunia"), metrorrhagia ("bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)"), anaemia ("anemia"), blood disorder ("bleeding (general abnormal bleeding, menorrhagia, metrorrhagia, blood/heart disorder, anemia, other)"), alopecia ("hair loss"), tooth disorder ("dental problems"), visual impairment ("vision problems") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"), neoplasm ("tumors"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (transient proceed and total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, back pain, dysmenorrhoea, female sexual dysfunction, abdominal distension and nausea had resolved, the intra-abdominal haemorrhage, seizure, genital haemorrhage, cardiac disorder, menorrhagia, weight fluctuation, metrorrhagia, blood disorder, alopecia, tooth disorder, hormone level abnormal, neoplasm, visual impairment, weight increased, weight decreased, headache and vaginal haemorrhage outcome was unknown and the fatigue and migraine was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, intra-abdominal haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, pelvic pain, seizure, tooth disorder, vaginal haemorrhage, visual impairment, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: pain (pelvic/abd., back, dyspareunia, dysmenorrhea apareunia, chronic, transient proced., other), plaintiff was taking woman 50 and multivitamin, cycloben. 8 trailing coils were noted in the left tube and 6 trailing coils noted in the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: full occlusion of both tubes. Bilateral occlusion, total bilateral occlusion, bilateral fallopian tube occlusion devices again seen in the lower pelvis. Ultrasound pelvis - on (B)(6) 2015: essure implants are in place; on (B)(6) 2015: essure implants are in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Vaginal bleeding was added, onset date of events were added, outcome of the events migraine, nausea, bloating, abdominal pain, fatigue were updated. Patient's medical history and concomitant medications were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.